Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of one dental implants ws titamax implant 5.0x6 mm, but did not provide any other info about the case.